Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that a fluid leak occurred during their treatment. Before the fluid leak was noticed, an ¿m31 air detected in cassette¿ warning had occurred multiple times. The patient was in fill 1 of 3 when the alarm occurred. It was reported that fluid was seen on the cassette door. Ts advised the patient to re-setup with new supplies. Additional details were provided upon follow-up with a patient contact familiar with the event. The contact confirmed the m31 alarms that occurred and the subsequent fluid leak that was noticed. The contact stated that fluid was seen leaking through the closed cassette door of the liberty select cycler. The contact was unsure where the fluid leak was coming from exactly. No damage was noted on the cassette when it was removed from the cycler. The cycler was not replaced during the call to ts. Ts advised the patient to re-setup with new supplies. The contact confirmed the patient had been trained to perform stat drains, as well as continuous ambulatory pd (capd) therapy. The contact reported that the patient completed treatment by doing a manual/capd exchange. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event, and prophylactic antibiotics were not prescribed. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that a fluid leak occurred during their treatment. Before the fluid leak was noticed, an ¿m31 air detected in cassette¿ warning had occurred multiple times. The patient was in fill 1 of 3 when the alarm occurred. It was reported that fluid was seen on the cassette door. Ts advised the patient to re-setup with new supplies. Additional details were provided upon follow-up with a patient contact familiar with the event. The contact confirmed the m31 alarms that occurred and the subsequent fluid leak that was noticed. The contact stated that fluid was seen leaking through the closed cassette door of the liberty select cycler. The contact was unsure where the fluid leak was coming from exactly. No damage was noted on the cassette when it was removed from the cycler. The cycler was not replaced during the call to ts. Ts advised the patient to re-setup with new supplies. The contact confirmed the patient had been trained to perform stat drains, as well as continuous ambulatory pd (capd) therapy. The contact reported that the patient completed treatment by doing a manual/capd exchange. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event, and prophylactic antibiotics were not prescribed. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.